Event description:
It was reported that a malfunction occurred indicated by a displayed error code. There was no adverse impact to the customer¿s blood glucose level as it remained below 500 mg/dl. Technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and was instructed to call back if the issue reappeared.